Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the magic 3 go male coude intermittent catheter 10-20 percentage were bent or crooked and some unusable. Per follow up via phone on 13mar2025, it was reported that it had been a recuring issue and the catheters seemed to be jammed in box. He believes it is a manufacturing/packaging issue.